Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08740 inches. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power loss alarm noted during testing or in the device trace download. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. No unexpected stuck in the reservoir fill feature noted. Device primed and rewinds properly. The motor slide functioning properly. The motor was tested outside of the device and passed. Device received with scratched case, pillowing keypad overlay, cracked case behind the insulin pump at the battery compartment, cracked battery tube threads and minor scratched lcd window. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2020 in the early evening due to a high blood glucose of 937 mg/dl. Blood glucose at the time of the call was not provided. The customer experienced symptoms related to high blood glucose such as nausea, vomiting, not being able to walk and diabetic ketoacidosis. The customer stated that they treated the high blood glucose by discontinuing pump and insulin intravenous drip. Troubleshooting for high blood glucose was provided. The customer stated that the piston wasn't moving and not making any noise when refilling the reservoir with insulin. The insulin pump will be returned for analysis.